Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00435. The patient had 3 leads (2 from lot ab2222 and 1 from lot ab2246) implanted as part of her axium neurostimulator system. It was reported the patient was not receiving effective therapy from her axium neurostimulator system. The system was subsequently explanted.